Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during the attempted implant of this right atrial (ra) lead, upon connecting the lead to the device, loss of capture with high pacing thresholds was noted. The physician opted to discontinue the use of this lead. The procedure was completed using another lead. No additional adverse patient effects were reported. This lead has not been returned.